Event description:
On (B)(6) 2013, a company representative reported the protective rubber is wearing off the infusion device and a side button occasionally sticks. Follow-up was completed with the patient. He reported the down button works intermittently. He cannot remember when this first started. The button is not flat, and the infusion device was not dropped on a hard surface in the past 48 hours. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.